Event description:
A hospital nurse called on behalf of the customer to report that the customer had a iud inserted at 3pm. Around 9:30pm, the customer was having chills and nausea so she called her doctor who told her to go to the ER. She was diagnosed with diabetic ketoacidosis and was treated with morphine and an insulin drip. An insulet clinical services manager met with the customer at the hospital and was informed that the customer was having site issues and was only testing her blood glucose 1-3 times per day.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the hospitalization for diabetic ketoacidosis. Lot qualification records were reviewed and the product lot met all acceptance criteria.